Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the compact system within 10 minutes: lo (<10 mg/dl) and 90 mg/dl. No adverse event reported. Strips are no longer available for return. Return of the meter was requested for evaluation.